Event description:
It was reported, the actual residual volume in pump reservoir was 16.5 ml and the expected residual volume was 14.4 ml, a difference of 8%. The catheter was revised on (B) (6) 2009. No symptoms or outcome were reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).